Event description:
Healthcare professional reported right side device rupture, capsular contracture, baker grade unknown, nodules, and cysts. The device has been explanted and replaced with non abbvie product.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe. Cyst: unable to observe. Lump/nodule: unable to observe. As per the investigation procedure, creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side device rupture, capsular contracture, baker grade unknown, nodules, and cysts. The device has been explanted and replaced with non abbvie product. Healthcare professional later reported device found in tact upon explant surgery.

Event description:
Healthcare professional reported right side device rupture, capsular contracture, baker grade unknown, nodules, and cysts. The device has been explanted and replaced with non abbvie product. Healthcare professional later reported device found in tact upon explant surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Previous medwatch submission noted rupture. Upon further information, it was found out that the device is intact.